Manufacturer narrative:
Main investigation conclusion: the reported event of no external power alarms was able to be confirmed via review of the log file. The mobile power unit (mpu) serial number: (B)(6) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 4 days (B)(6) 2021 per timestamp. Low power hazard, atypical power cable disconnect, and no external power alarms were active on (B)(6) 2021 at 00:23:53 ¿ 00:49:36. The alarms occurred while the controller was connected to the mpu and did not occur during a power source exchange. The backup battery provided power to the system during the no external power alarms. The alarms cleared once power was restored. There were no other notable alarms active in the log file. The root cause of the reported event was unable to be conclusively determined through this investigation. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the mpu serial number: (B)(6) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 19apr2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient had a no external power alarm while connected to their mobile power unit (mpu). A review of the log file revealed 2 low flow events on (B)(6) 2021. These occurred when pulsatility index (pi) events was elevated. On (B)(6) 2021, there were low power hazards from a connection issue between the controller and the batteries. There was a no external power alarm on (B)(6) 2021 that was caused by the power to the mpu being briefly interrupted. The site assumed that the mpu ac power cord came looks at the mpu or ac wall outlet as the patient stated the power supply to the home was uninterrupted. The patient is using the locking version of the mpu ac power cord.